Event description:
It was initially reported to boston scientific corp on april 20, 2009, that a flexima biliary stent system was used during an endoscopic retrograde biliary drainage (erbd) procedure on (B)(6), 2009 (pt age unk, however over 18 yrs). According to the complainant, after advancing the device through the target lesion and attempting to release the stent, the deployment suture became caught in the stent flap. The stent could not be released. The procedure was completed with another flexima biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good. This event has been deemed a reportable event based on the investigation results; catheter stretched.

Manufacturer narrative:
(B)(4) - (suture line tangled). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. A visual examination of the returned device found working length of the push catheter slightly bent and wavy. The suture was attached to the suture hole of the delivery system. The suture hole on the push catheter was lightly torn. The working length of the guide catheter was found to be stretched distal to the hub and also stretched at the proximal end. The stent was not returned for investigation. Following a device analysis, it was noted by that the condition of the returned unit was consistent with the complaint incident that stent failed/unable to deploy. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context due to anatomical / procedural factors encountered during the procedure where the performance was limited. (B)(4).